Event description:
Pt had extremely difficult anatomy and did not fit the inclusion/exclusion criteria. Although it was a difficult case, the procedure went rather well. Post angiogram noted a distal type I endoleak on the ipsilateral side. An iliac leg extension was deployed at the site in order to resolve the endoleak. Although extra ballooning of the graft at the junction and landing site was performed, there was still some question as to whether the endoleak was eliminated. However, the physician felt satisfied with the results. The physician then chose to add additional length to the contralateral iliac leg graft, even though there was no evidence of an endoleak. Since there were not any iliac leg extensions available of the diameter needed at the new distal landing zone, a main body extension was placed distal to the contralateral iliac leg graft. Placement of all extensions looked good and the procedure was concluded. Please refer to 1820334-2004-00158 for additional info.